Event description:
It was reported that the device stopped pumping. The collected blood was not able to be re-infused. There was no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The device history report was reviewed, and no non-conformances were seen that could contribute to the reported event.